Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorragia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 621687) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tendency to bruise easily, bleeding breakthrough, adenomyosis, endocervicitis, paratubal cyst, pelvic pain, gravida ii, parity 2 and uterine enlargement. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and heavy menstrual bleeding to be related to essure (ess205). The reporter commented: essure device placed bilaterally with three coils noted on the left and 2· 1/2 coils noted on the right after placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding lot number: 621687 manufacture date: 2006-11 expiration date: 2008-10 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6)2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorragia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) (batch no. 621687) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tendency to bruise easily, bleeding breakthrough, adenomyosis, endocervicitis, paratubal cyst, pelvic pain, gravida ii, parity 2 and uterine enlargement. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmennorhea (cramping)"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and heavy menstrual bleeding to be related to essure (ess205). The reporter commented: essure device placed bilaterally with three coils noted on the left and 2· 1/2 coils noted on the right after placement. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy menstrual bleeding quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Case category updated to serious incident. Essure removal reported. Reporter information, patient's medical history, explant date and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.